Event description:
Reportedly, according to the physician the ICD could not be interrogated on (B)(6) 2025, although the device longevity was estimated to 5-7 years in dec 2024. The device has been explanted on (B)(6) 2025.

Manufacturer narrative:
Analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level. Refer to the attached report.

Event description:
Reportedly, according to the physician the ICD could not be interrogated on (B)(6) 2025, although the device longevity was estimated to 5-7 years in dec 2024. The device has been explanted on (B)(6) 2025.

Manufacturer narrative:
Analysis of the available patient files revealed: an abnormal battery depletion no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis revealed 7 clusters were found inside the battery. 1 of these clusters was in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion. Refer to the attached report.

Event description:
Reportedly, according to the physician the ICD could not be interrogated on (B)(6) 2025, although the device longevity was estimated to 5-7 years in (B)(6) 2024. The device has been explanted on (B)(6) 2025.